Event description:
Additional information was received from the healthcare professional (hcp). There were no actions/interventions taken to resolve the implantable neurostimulator (ins) turning off unexpectedly. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient woke up and checked one of their devices and it was turned off, which the patient did not do. Recent medical tests or procedures or electromagnetic interference (emi) environmental exposure were reported. The patient had esophageal manometry and surgery on their hand a couple months ago. Emi considerations were reviewed with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in response to letters requesting follow-up information and provided the information requested. Additionally the patient reported that they were having their ins replaced (B)(6). The caller also reported that their healthcare provider (hcp) provided longevity calculations for the left ins and the patient was told that it was last 3 years at the current setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.